Event description:
It was reported that an insulation damage was found near the connection pin in this implantable electrode during a revision procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician apparently repaired it, and a high voltage shock was successfully delivered. The procedure was then completed. This implantable electrode remains in service and no adverse patient effects were reported.